Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to a pinched power cable on the all-in-one (aio) unit affecting proper shutdown functionality and contributing to abnormal power behavior. The field service engineer replaced the power supply, comm sled, and battery initially with no resolution, and later relieved pressure on the pinched cable, after which the system shutdown process functioned as intended and the device operated normally.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system experienced the acrt experienced a third battery failure and powered up only after the battery was replaced. However, there were no delays in patient care, and no adverse events or injuries were reported in relation to this incident.